Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set. The patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
(B)(6).